Manufacturer narrative:
The device was returned and was subjected to full electrical testing. The device failed its acoustic verification testing. Records show that the device passed this and all tests prior to being sent to the account. No conclusion could be made as to the root cause of this failure as the device was noted to be used during the procedure. The device history record was reviewed and no discrepancies were found.

Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report. A supplemental report will be sent after device evaluation if the device is received.

Event description:
It was reported that during an afib case, a perforation was noticed when the patient's blood pressure dropped and confirmed through an ultrasound. It was reported that the medical intervention provided was a pericardiocentesis and 1680cc of fluid was removed and then the patient was moved to the or for surgical intervention to fix the perforation. The patient was reported to be stable when he left the ep lab. The patient required extended hospitalization because of the adverse event. Event occurred during ablation. Overall ablation time at the site of injury was 40 seconds. The last ablation cycle time was 10 seconds. Noted settings used at the time of injury are power mode-temp warning 37 and cut off 40, imp cut off 250 injury noted temp 28-29*c, power 30w, imp 250.